Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. Device was not returned. The cause of the migration was unknown. Per the instructions for use of the device, catheter migration is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Patient tracking received a tracking form through the mail reporting a catheter revision. The reason for the revision was reported to be that the catheter had migrated from the patient's spine. Additional communication with a representative covering the issue confirmed that the patient was experiencing a lack of pain relief. Representative stated that the physician was unable to aspirate any csf from the catheter. Representative stated that when a fluoroscopy exam was performed during surgery, it appeared that the catheter was not in the spine but was instead subcutaneous. Representative stated that when the surgeon withdrew the catheter from the spinal insertion point, only a short section of the complete catheter was observed to have remained in the spine. No other device issues were identified.